Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection was performed and a white elongated particle, stiff and 1.7 mm in linear length was observed. The particle was identified via micro-fourier transform infrared (ftir) spectroscopy to be acrylonitrile butadiene styrene (abs). The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that white particulate matter was observed in a 250ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. This issue was identified during setup and preparation. There was no patient involvement. No additional information is available.